Manufacturer narrative:
(B)(4) -device not returned. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for sleeve steering issues resulting in difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, the reported sleeve steering issue appears to be related to procedural conditions. Potential causes for the clip becoming caught on the chordae can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets or visualize the clip relative to the valve) or manufacturing anomalies. Based on the information reviewed the reported difficulty grasping the leaflets appears to be related to procedural conditions, as the reported challenging patient anatomy of a short, thin, and restrictive posterior leaflet prevented the clip from being able to grasp the posterior leaflet. It is likely that additional attempts to grasp the anterior leaflet resulted in the clip becoming caught in the chordae; however, this cannot be confirmed. There does not appear to be any evidence of a quality deficiency associated with this device. Although it should be noted that the mitral regurgitation (mr) remained unchanged, the patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the same cds was re-inserted into the patient. It should be noted that in the mitraclip system IFU states: do not re-insert the cds and clip after removing the cds. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history database identified no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the clip (40520u2/(B)(4)) caught on the chordae, resulting in the clip being deployed on only one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, with a large left atrium. The posterior medial leaflet was noted to be short, thin and restrictive. The steerable guiding catheter (sgc 10333925/(B)(4)) and the clip delivery system (cds 40520u2/(B)(4)) were advanced to the mitral valve. During insertion of the cds into the sgc, resistance was noted. The cds was inserted 3-4 mm out of alignment. While in the left atrium, m-knob was turned, but the shaft and the clip moved medial. The sgc and the cds were removed, and a new transseptal puncture was performed to get higher. A new sgc was advanced to the mitral valve with the same cds. During orientation to the line of coaptation, the delivery catheter was turned in both directions. When an attempt was made to grasp, it was not possible due to the leaflet anatomy. The clip was not able to be removed from the left ventricle and thought to be caught on the chordae; therefore, the clip was implanted on the anterior medial leaflet only and the mr remained at 3. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guiding catheter (10333925/(B)(4)). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.